Manufacturer narrative:
During the investigation for this complaint, it was determined that the customer incorrectly reported the issue against the wrong product. The product that the issue should have been reported against is the m2702a, which philips confirmed failed. The failure mode is not a health risk for the m2702a fetal monitor as it would be obvious and attending clinicians would be able to troubleshoot and/or implement alternate monitoring , if warranted. Therefore, we consider the original report to be invalid/cancelled and was reported in error.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device has a blurred screen. There was no adverse patient impact reported.